Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a power on reset (por). The patient had an x-ray on the date of report. The por code 0x400 parity error was successfully cleared with the physician programmer. Therapy was adequate and no patient symptoms were reported. The indication for implant was non-malignant pain and chronic low back pain.